Manufacturer narrative:
It was reported by the customer that the fowler was difficult to raise/lower. As the caregiver was attempting to raise the fowler, they pulled a muscle. It was reported that the injury was a minor pulled muscle and did not require any medical treatment. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported that the back rest was stuck and someone pulled a muscle trying to raise/lower the backrest.

Event description:
It was reported that the back rest was stuck and someone pulled a muscle trying to raise/lower the backrest. Further information regarding the alleged injury has not been provided.